Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. The device was tested with multiple scopes and a video processor with no b30 errors observed. The evaluation found a non-olympus lamp installed and lamp life expired due to reading more than 500 hours; the scope socket was noted to have a loose connection (locking mechanism not protecting the pins). The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30," scope communication error occurred. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to a defective scope socket that can¿t be secured properly. Olympus will continue to monitor field performance for this device.